Event description:
It was reported that pump touchscreen became cracked and shattered during sport activity, leaving screen damaged under protector and unresponsive so customer could no longer read or interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged warranty replacement pump, confirmed shipping address, instructed customer to put damaged pump into storage mode and return it with prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.